Event description:
Microtia repair following traumatic loss of ear in a car accident. Initial implantation: (B)(6) 2024, no complications at the time of surgery. (B)(6) 2024 patient was seen in clinic no sign of infection or complication. Patient was not following post operative care instructions provided by operating surgeons. (B)(6) 2024 the patient presented with exposure. No medical or surgical intervention taken place yet but is planned. We will update with additional information as collected.